Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction suspected.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction suspected.

Manufacturer narrative:
Additional information was received that the patient had an explant procedure due to the end of nevro study. The explanted devices were not returned to bsn as they were discarded by the medical facility.